Manufacturer narrative:
Ref: internal complaint number (B)(4).

Event description:
(B)(6) regional hospital informed fujifilm medical system, u.s.a, inc. On (B)(6) 2019 that they had recalled approximately 300 patients that had been examined using the fujifilm aspire cristalle product ((B)(6) 2018, (B)(6) 2018, and (B)(6) 2019) and they have identified three (3) patient cases where an early stage of breast cancer was detected based on biopsies conducted after the patients were re-screened using non-fujifilm mammography equipment. A complaint for a potential issue at this customer facility was previously reported under 3001722928-2019-00001 and 1000513161-2019-00001.